Event description:
Facility's research nurse reported that while she was completing a post treatment chart review on a pt, she noted that the prisma machine had an incorrect fluid removal. The prisma was set to remove 300 ml/hr but at the end of an hr the pt fluid removal determined by a chart review was 902 ml/hr. The pt did not suffer any injury due to the inaccurate fluid removal but died four days after the incident.